Event description:
The customer reported that following an iliac/femoral angiogram, an attempt was made to deploy a vasoseal es. The patient had long-term radiation treatments to the groin area due to vulvar carcinoma and an open non-healing wound was present in the left groin at the time of deployment. Following the cardiac catheterization procedure, the temporary arteriotomy locator was inserted into an existing 5 fr procedural sheath and the sheath was then removed. Proximal pressure was applied. The locator was engaged at the arteriotomy. Two attempts were made to dilate the tissue tract, but the physician decided to abort further attempts as he felt that there was extreme fibrosis of the right groin due to radiation treatments the patient had received. The tissue dilator was removed and the j segment retracted easily without resistance. The locator was then removed and manual pressure applied for fifteen minutes and hemostasis was achieved. Later the physician examined the locator and noted that the j segment was missing. The groin area was checked with fluoroscopy and the j segment was noted to be in the superficial femoral artery distal to the puncture site. Unobstructed blood flow was observed distally. No patient complications were reported.